Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2016. Initial reporter: other healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to syncope/near syncope. It was observed that the right ventricular (rv) lead exhibited possible undersensing of premature ventricular contractions (pvc). The lead remains in use. No patient complications have been reported as a result of this event.